Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information received deems this case a duplicate. This event will be reported under MDR 3006556115-2024-01183. This is the final report . Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain with and without device use. A review of the recipient's data revealed results within normal limits. Revision surgery has been scheduled.